Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported neurological dysfunction could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient described episodes of flashes in his right eye and then vision from right eye turns completely white / cloudy. There was concern for amaurosis fugax. This is followed by some floaters when improving. The patient's symptoms randomly appear, last for 10 minutes, and resolve spontaneously. The patient denied having a headache, eye pain, floaters, nausea, vomiting, temporal scalp tenderness, or proximal shoulder pain. The patient did report right temporomandibular joint (tmj) tenderness that first started after left ventricular assist device (lvad) implantation. The tmj pain occurred once a month but had been increasing in frequency up to twice a week for the past three weeks. The patient mentioned one episode with vision loss followed by light-headedness but this had not recurred since the most recent episode on the day of admission. Neurology and ophthalmology were consulted. Computed tomography angiography (cta) of the head, neck, and orbits showed no stenosis, vascular occlusions, or significant abnormalities. The patient's hospital course was complicated by severe right-sided headache and given symptoms of vision loss, there was concern for giant cell arteritis (gca). The patient had no further vision loss episodes and the headache resolved. Given lvad and history concerning transient ischemic attack (tia) (pre-implant), there was concern that the vision loss episodes were potential tias or complications. Aspirin dosing was increased to 162 mg daily because platelet aggregation to aspirin was 81 and suboptimal. The event was thought to be tia but etiology was not determined and no neurological diagnosis was established. No significant abnormalities noted by ICD interrogation either. Rheumatology performed a temporal artery biopsy but showed no signs of gca. Prednisone was stopped. The patient maintained an international normalized ratio (inr) goal of 2.0-2.5 with close follow-up. Atorvastatin of 40 mg daily was continued. The event resolved.